Manufacturer narrative:
The device is expected to be returned. This report will be updated upon completion of analysis.

Event description:
It was reported during on-going use, the device had migrated. It was observed that there were loose sutures, therefore exposing the defibrillator. The patient was put on antibiotics, and the device was replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the device had migrated. It was observed that there were loose sutures, therefore exposing the defibrillator. The patient as put on antibiotics, and the device was replaced. No adverse patient effects were reported. Additional information: several requests were sent to the field rep inquiring about device return. No response was received.